Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited high defibrillation impedance. The lead was capped and replaced on (B)(6) 2018. During the procedure, after lead replacement, the defibrillation impedance was still high. The physician debrided the pocket and flushed it with saline and the defibrillation impedance did not decrease. It was suspected that the issue was due to the implantable cardioverter defibrillator. The device was explanted and replaced as well but the impedance was still high. Dft testing was performed with a successful shock. The physician reported the patient has chronic obstructive pulmonary disease (copd), and perhaps that might be the cause for the elevated defibrillation impedance measurement. The patient was stable throughout the procedure and will continue to be monitored.